Manufacturer narrative:
Device evaluation: incidental finding: during the evaluation of the returned device, two incidental reportable findings were observed: pump thrombosis and damage to the outer silicone sleeve on the external portion of the driveline. Of note, the slice in the outer jacket was located close to the exit site and no rescue tape repair was covering the jacket damage, suggesting that the slice may have potentially been the result of a tool used during the explant procedure; however, a specific cause for the outer jacket slice and a duration of time for which it was present could not be conclusively determined. The evaluation of the returned device confirmed the presence of pump thrombosis. However, a direct correlation between the evaluation findings of the returned device and the reported embolic stroke and patient outcome could not be conclusively determined. Upon disassembly of vad-60091, examination of the proximal side of the outlet stator revealed the presence of loosely clotted blood mixed with tissue-like clotted blood as well as a moderately sized developed thrombus formation situated adjacent to the outlet bearing ball and partially obstructing the blood flow path through the stator vanes. The thrombus lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be determined. Although a duration of time for which it was present in the device could not be conclusively determined, the thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that it was not present in the pump for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed thrombus formation. A direct correlation between the observed thrombus formation and the reported embolic stroke could not be conclusively determined. Examination of the remaining blood-contacting surfaces revealed only soft, unstructured depositions of loosely clotted blood mixed with tissue-like clotted blood extending through the inflow and outflow conduits and through the pump stators as long continuous formations, which appeared consistent with poor surface washing resulting from an interruption in flow. The evaluation could not conclusively determine a specific cause for the flow interruption; however, the depositions appeared consistent with post-mortem blood remaining stagnant in the device. The depositions of blood did not appear to have been present while the pump was supporting the patient and likely would not have contributed to a functional or flow issue. The inflow and outflow grafts did not show any evidence of distortion such as twisting or kinking. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline revealed that all wires were electrically intact. Following cleaning, functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the device operated as intended. The heartmate ii lvas IFU lists device thrombosis, peripheral thromboembolic event, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device- 2 years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2019 due to an embolic event. Evaluation of the pump is being requested. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.